Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damage e-belt connector) has been confirmed. Upon evaluation the trunk connector was damaged, connector pins were bent and the locking nut was missing. The cause for the damaged connector, bent pins and missing locking nut cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.

Event description:
The wife of a (B)(6) male patient contacted zoll customer support to report that the patient's electrode belt connector was damaged. The patient was issued a replacement electrode belt.